Manufacturer narrative:
G2: country of origin is japan. G4: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having posterior lumbar interbody fusion at l3/4/5 for lumbar canal stenosis (lcs). It was reported that the cement leaked into vena cava and hardened into a slender shape, approximately 10 cm in length and about 2-3 mm in diameter. This product was used on l5, the l4, due to severe bone fragility. After confirming proper viscosity, 0.8 cc was filled on each side. No leakage was observed during the procedure, but postoperative CT revealed leakage. Imaging confirmed leakage from the segmental veins on both sides into the vena cava. The cement was mixed for 30 seconds, confirmed proper hardness at 9 minutes 30 seconds after mixing, and started filling at 10 minutes after mixing. The patient is currently hospitalized at the same hospital. While there are no changes in vitals, the patient is being kept at rest to prevent the hardened cement from migrating within the blood vessels. Transfer to a nearby general hospital for treatment is planned. There were no other patient symptoms reported. There were no further complications reported regarding the event. Additional information was received that there was no malfunction on fns mas screws itself. The patient was transferred to another hospital on jun/18 and cement was removed from the vena cava. No symptoms before transferred to the hospital. In order to prevent the cement from moving into the blood vessels, the patient was at rest.